Event description:
Multiple attempts to obtain clarification information were made; however, additional event details were not provided. The device was not returned for evaluation as anticipated.

Manufacturer narrative:
As reported, a 6f .070-inch judkins left (jl) 3.5 55¿125cm vista brite tip guiding catheter exhibited proximal blood flow (a fracture) and was replaced with another unknown catheter to complete the percutaneous coronary intervention (pci) procedure. There was no reported patient injury. No force was applied because the catheter did not introduce through the sheath. No kink was observed in the distal portion of the catheter. The damage was not noticed during preparation, and there was no damage observed in the catheter packaging. The product had been stored on the shelf in the catheterization laboratory and was opened in the sterile field. The device was used on the patient and was prepared according to the instructions for use (IFU). The damage was not evident at the time the catheter was removed from its packaging. The device was not torqued or steered by the hub and was not pulled from the packaging by the hub. No difficulties were encountered during device insertion, advancement, or withdrawal. The product was stored and handled according to the IFU. There were no difficulties removing the device from the sterile packaging or in prepping the device. Multiple attempts to obtain clarification information were made; however, additional event details were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18332481 presented no issues during the manufacturing process that can be related to the reported event. The reported events of ¿luer hub leakage¿ and ¿catheter (body/shaft) impeded¿ were not able to be observed without the return of the device. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape, and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 6f .070-inch judkins left (jl) 3.5 55¿125cm vista brite tip guiding catheter exhibited proximal blood flow (a fracture) and was replaced with another unknown catheter to complete the percutaneous coronary intervention (pci) procedure. There was no reported patient injury. No force was applied because the catheter did not introduce through the sheath. No kink was observed in the distal portion of the catheter. The damage was not noticed during preparation, and there was no damage observed in the catheter packaging. The product had been stored on the shelf in the catheterization laboratory and was opened in the sterile field. The device was used on the patient and was prepared according to the instructions for use (IFU). The damage was not evident at the time the catheter was removed from its packaging. The device was not torqued or steered by the hub and was not pulled from the packaging by the hub. No difficulties were encountered during device insertion, advancement, or withdrawal. The product was stored and handled according to the IFU. There were no difficulties removing the device from the sterile packaging or in prepping the device. The device is expected to be returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.